Event description:
The customer reported that the bed accelerated suddenly and was hard to hold back. Once the bed was stopped, it began to reverse itself and quickly. There was no indication of patient involvement. No injury was reported. The technician stated the bed accelerated on its own without the caregivers pushing it (forward or backward). The field action was not done before the complaint.

Manufacturer narrative:
The manufacturer investigation has revealed that the cause of the uncontrolled movement of the indigo module is multi-factorial however the main factor is an insufficient design solution for the indigo printed circuit board (pcb) located inside the indigo module. To minimize the risk of any health consequences, operator should use the product correctly following the indigo instruction for use 416260-en, which states: "when operating indigo, maintain contact with bed at all times". "Indigo must be used by appropriately trained caregivers or porters with adequate product knowledge." "The indigo intuitive drive assist comes equipped with emergency stop switches located at both the foot and head ends of the bed." "After using indigo. Deactivate indigo and apply breaks by placing the pedal in the most downward position". "Check the emergency stop assemblies for signs of damage. (Daily)". Arjo device failed to meet its performance specification since the indigo worked incorrectly. The bed was not in use with the patient at that time. No injury was reported. The complaint was assessed as reportable following the indication that the bed accelerated by itself.